Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.

Manufacturer narrative:
This in one event (cardiovascular) for the same pt involving two separate products: associated MDR #1225714-2013-01135.